Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that the customer visited the ER due to a low blood glucose episode; the customer did not want to talk about the episode. No further details were provided, and no products were returned or replaced.